Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that around (B)(6) 2018, the patient experienced a sharp pain lasting approximately three seconds near her implantable neurostimulator site in the right abdominal area. The event occurred one time and has not reoccurred since. No environmental, external, or patient factors were noted that may have led or contributed to the issue. An impedances test was performed, and all electrodes resulted as normal. The issue was resolved at the time of the report. The patient was instructed to notify a manufacturer representative and their health care provider if the issue occurred again. There were no further complications reported or anticipated.